Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 25-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. She stated that she had an allergy to metal which she reported each time; it was not said to her that would be in it. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. She was (B)(6) when essure was inserted. Consumer experienced bleeding, irregular breakthrough bleeding, kidney disorder, urinary tract disorder, bladder infection, pain during coitus, abdomen pain/ cramps, low back pain, fungal infections, tingling, and orgasm succeeds not as fast anymore. She contacted a doctor - physiotherapist, and pictures of her left thigh were taken. Treatment performed: excochleated. She was planning to remove essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding). She underwent an excochleation (not further specified, interpreted as uterine curettage), and essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention was required and device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding). She underwent an excochleation (not further specified, interpreted as uterine curettage), and essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention was required and device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs